Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a lead replacement procedure due to a broken lead with high impedances.

Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Sc-2352-50 sn (B)(4): visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Sc-4316 lot 17663551: visual inspection found that the clik anchor has one torn eyelet. There was no missing silicone.

Event description:
A report was received that the patient underwent a lead replacement procedure due to a broken lead with high impedances.

Manufacturer narrative:
Additional information was received that the lead and clik anchor were replaced. The physician did not feel there were exposed cables on the leads. Additional suspect medical device components involved in the event: model: sc-4316, lot: 17663551, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent a lead replacement procedure due to a broken lead with high impedances.